Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient had developed blisters on her back under the therapy electrodes. The patient's nurse recommended a cream for the irritation. The patient reported that the irritation improved.